Event description:
It was reported that the right atrial lead dislodged. The lead was explanted and replaced without complication. The patient was stable throughout the procedure and would be monitored.

Manufacturer narrative:
(B)(4).